Event description:
The customer reported, that one pt with a history of rh(d) negative was tested with the mts a/b/d/ monoclonal grouping card lot #050107037-08 as rh(d) positive in the ortho provue analyzer. Erroneous results were not reported, as the results did not match historical data. If this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.

Manufacturer narrative:
The customer did not inspect the gel processed by the analyzer nor repeated testing in manual gel. The pt's rh(d) typing was confirmed by tube method using competitor's antisera and also by an alternate reference lab. The pt's results did not match the historical data and alternate testing, preventing erroneous results from being reported. This customer has not logged any similar complaints gel cards since this incident. Based on the available information and the results of the investigation. Mts cannot rule out the provue analyzer as a contributing factor. Samples/reagents were not provided to mts for investigation. No root cause could be determined. No similar complaints have been logged against this lot of gel cards.